Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that [03.404.001s , ria 2 reaming kit 520mm sterile ]had reaming kit and tube was broken separated from the kit . The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [ria 2 reaming kit 520mm sterile ] would contribute to the complained device issue. Based on the investigation findings broken because of unintended force and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 22-feb-2024 expiration date: 31-dec-2025 part number: 03.404.001s-us, ria 2 reaming kit 520mm sterile lot number: 9308p71 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m014, irrigation tubing set lot number: 8791p58 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Incoming final inspection, met all inspection acceptance criteria. Certificate of compliance dated 20-nov-2023 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 9549p99 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance dated 25-jan-2024 was reviewed and determined to be conforming. Part number: 03.404m001, rmg rod/drive shaft packaged lot number: 9672p56 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 9531p05 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance dated 24-jan-2024 was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 9673p18 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly lot number: 9124p04 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Incoming final inspection, met all inspection acceptance criteria. Certificate of conformance dated 26-dec-2023 was reviewed and determined to be conforming. 15-may-2024: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 5, 2024 the back of the sterile tube had come out of drive shaft of the kit. The procedure progressed without delay. Surgeon had to open a second ria kit. This report is for one (1) ria 2 reaming kit 520mm sterile this is report 1 of 1 for complaint (B)(4).